Event description:
It was reported that during a prolassectomy procedure there was an incorrect closing of the device. After actioning and extracting the device there was bleeding on the stapleline due to staples closing incorrectly or remaining open. The procedure was completed by hand suturing on the anastomosis. No pt consequences were reported.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.